Manufacturer narrative:
A foreign body reaction occurred but based on the available information it cannot be determined if this was caused by neurolac.

Event description:
Patient was treated for cubital tunnel syndrome (elbow left arm) with neurolac. On (B)(6) 2016 implantation. On (B)(6) 2017 complaints of swelling; egg-shaped bump occurred. No response to ab. Ultimately after 3wks spontaneous relief. On (B)(6) 2018 explantation.